Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a solution bag had become disconnected without falling, which is a known cause of air in the line. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified air in line alarm on an amia cycler. This occurred during use, patient connected. The patient stated they had awakened and noticed that the red clamped line on one of the solution bags had come undone. The patient reconnected the line. The patient knows they attached it tightly but it came loose. The technical service representative advised the patient to start over with new supplies and disposable set. There was patient involvement but no injury or medical intervention was reported.